Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported error c-34 on startup was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup the unit displayed c-34, the power was cycled a few more times and error persisted. Upon visual inspection, the unit was in good condition. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted lower anterior resection (lar) surgical procedure, the energy activation has been interrupted and a c-34 error occurred on the vio dv 2.0 integrated electrosurgical unit (erbe). The technical support engineer (tse) confirmed the c-34 error in the logs. The caller rebooted the erbe, and the error returned on the erbe. The customer used a third-party generator to continue with the procedure. The procedure was completed as planned with no reported injury.